Event description:
It was reported that the battery gauge was intermittently fluctuating. Customer¿s blood glucose was 291 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.